Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 04-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 40 mg/ml bupivacaine at 14.124 mg/day, 5,333 mcg/ml fentanyl at 1,883.1 mcg/day, and 135 mcg/ml clonidine at 47.67 mcg/day. It was reported that during the pump replacement on (B)(6) 2020 due to normal battery depletion the doctor could not aspirate the catheter, so they decided to replace the proximal end of the catheter with another 8596sc. Caller stated when the existing catheter was cut to add the new proximal piece there was no csf back flow. Caller inquiring about what to program for the removed amount of the new 8596sc because what caller measured and what the doctor stated was the amount trimmed were different amounts. They troubleshooted with caller and reviewed pertinent information per caller's inquires. Caller will confer with the doctor. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the cause of not being able to aspirate was not determined. The doctor chose to do a back table prime and continued therapy. The current catheter device is still implanted. There were no further complications reported/anticipated.